Event description:
The user received discrepant results for multiple assays on one pt sample. The initial glucose was 943.7 per dl, initial sodium was 121 mmol per l, initial potassium was 7.55 mmol per l and initial calcium was 6.37 mg per dl. The analyzer autorepeated the glucose and potassium due to data flags on the initial results. The repeat glucose result was 947.4 mg per dl, and the repeat potassium result was 7.53 mol per l. The same sample was then run on the integra 400 for all of the assays that had initially been ordered on this sample with the following results: glucose 119.4 mg per dl, sodium 131.34 mmol per l, potassium 4.22 mol per l and calcium 7.65 mg per dl. All results for other assays were fairly close to the original results. The user stated these results matched results from the pt's history. No other pt samples produced erroneous results on this day. The discrepant results were not reported.

Manufacturer narrative:
The field service representative stated the discrepant results appeared to be caused by the pt sample as no other sample's results were affected. He checked the analyzer and made sure the components were clean and adjustments were correct. He ran a precision check to verify the analyzer performance.